Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during lasik, the laser was unable to achieve the requested energy and the laser stopped 47% of the way through the treatment. They were able to restart the laser and complete the treatment with no patient harm.